Event description:
It was reported that the patient underwent a right total shoulder arthroplasty. The patient subsequently experienced pain and underwent a revision procedure involving a polyethylene exchange which was captured in another case. Due to continued pain, the patient underwent an additional revision procedure on a later date. During the procedure, the glenoid baseplate was evaluated and found to be stable. The surgeon implanted a downsized glenosphere and a built-up constrained liner. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-06-46 - glenosphere 46mm: (B)(6). 322-46-03 - 145-deg pe 46mm hum liner +2.5: (B)(6). 322-10-05 - humeral adapter tray, +5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.